Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the left ventricular lead was not capturing. It was noted that the patient's heart tissue was not conducting in that area. The lead was replaced by an epicardial lead. No patient complications were reported as a result of this event.